Manufacturer narrative:
The analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and misfed the clips due to a misassembled lifter spring. We have documented the reported circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip would not release. A same like device was used to complete the procedure with no patient consequence.